Event description:
It was reported that, the patient with this right ventricular (rv) exhibited discomfort. Upon review, loss of capture (loc) was found, subsequently, the rv lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.